Event description:
A customer's daughter reported the customer had been getting "hi readings on his (adc) meter and feels he was giving himself too much insulin because of this resulting in 2 medical episodes." The caller reported that on (B)(6) 2011 at approx. 9-10 am, the customer "was not speaking right and incoherent, moaning, cold to the touch. Prior to this, he had been asleep." The caller reported the customer's adc meter was "reading hi at the time." Paramedics were called and administered IV glucose to the customer, although he was not transported to a health care facility. On the following day, (B)(6) 2011, at approx. 9-10am, the caller reported "the customer was sleeping in his bed when he started vomiting." The caller's sister could not wake him up, and he experienced a loss of consciousness. A "hi" reading was obtained on the customer's adc meter at the time of the event. Paramedics were called, and received a reading "in the 20's mg/dl" on their meter. IV glucose was administered to the customer, and he was transported to a health care facility where he was diagnosed with hypoglycemia. The caller denied that the customer received any medication that had not been previously prescribed. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted a display reading of "hi" on an adc meter indicates a blood glucose level in excess of 500 mg/dl.

Manufacturer narrative:
As product was not returned and the test strip lot reported was unknown with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.